Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "some sutures came out with a loose needle.' Please confirm the number of devices affected by the alleged deficiency: 6. It was reported that "others with the thread frayed." 6. Please confirm the number of devices affected by the alleged deficiency. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). Please confirm if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We are still waiting to be returned to be send to you h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were returned for analysis. Product code: g129t. Visual inspection of detached needle, the swage and attachment area were not as expected; since the hit of the stake was on the edge of the swage area of the needle, resulting in an incorrect swage. After investigation of the suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, incorrect swage and short insertion were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that short insertion was observed in the strand. It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The hospital reports as non-conformity of the suture, reporting that some sutures came out with a loose needle and others with the thread frayed. So far there are 6 pieces that were defective. There were no patient consequences reported. Additional information was requested.